Manufacturer narrative:
A ge representative evaluated the system but did not report on results of the evaluation. (B) (4).

Event description:
The customer reported intermittent black screens. No pt injury was reported.